Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2009-04506 and 3005099803-2009-04507 for the other associated device info. It was reported to boston scientific corporation, that an endostat ii generator and two (2) captivator polypectomy snares were used during a polypectomy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician was unable to remove the polyp with the initial captivator snare. They changed the snare and increased the power setting on the generator, but with no success. They noted that although the tissue of the polyp turned white, the device was unable to remove it. Another endostat unit was brought in to complete the procedure. There were no pt complications reported as a result of this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (electrical problem). The complainant initiated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. As well, additional follow-up with the complainant indicated the generator has since been used in various procedures and has performed as intended. No performance issues have been noted since this event. (B)(4).